Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's ins seemed to have depleted more than she had expected. The patient is concerned about the ins lasting that long. It was reviewed considerations to turn stimulation off and offered to review how to charge the ins. The patient stated she was told not to charge until she has her follow up appointment next sunday. During the call the patient's controller (pc) shows group a active with p1 and p2. The patient confirmed that their stimulation was currently on. The patient reported their pc battery level as 70% and the ins battery level was at 40%. It was reviewed how to turn stimulation off. The patient confirmed she turned off the stimulation. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reporting that the cause of the patient¿s battery depleting faster than expected was due to the patient not being allowed to recharge their battery post-operatively and the hcp stated the battery only lasts about 5 to 6 days on average without recharging, which is what is expected. The hcp stated the patient got their replacement ins on (B)(6) 2018, and the battery lasted well over the standard/expected battery life without recharging, which was about 10 days. It was reported that the issue of the patient¿s battery depleting faster than expected was resolved. The patient¿s weight was asked but was unknown. No further complications were reported/anticipated.